Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection, the anvil was detached from the trocar while the adjusting knob was tightened, and the anvil could not be attached to the trocar. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.